Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Therapy not the same as trial and not going very well since implant because stim hadn't been turned up yet. The patient described these as not feeling stim in the same place as the trial, not feeling the stim vibration the same as it was during the trial, stimulation causing soreness due to feeling it differently, and experiencing leaking/symptoms not being addressed. Patient has tried programs 1,2,3 and 4, on each program. The patient noted low amp that was not sore but did not help symptoms, turning stim up 'high enough to work' was uncomfortable and almost hurts and patient turned it back down to a comfortable level. The patient indicated that the issue has not been resolved with troubleshooting. The patient also reported that sometimes at night stim hurts and patient has to turn stim off to sleep. Patient noted as she went through programs 1-3 she didn't notice this but it was prominent on program 4. Patient turned stim down to 0, or 0.2 and intended to change programs to program 1. When patient attempted to chan ge to program 1 during the above troubleshooting patient felt a shock at the ins site (not lead site). Patient turned stim off and the shocking at ins site stopped. After turning stim off patient could still feel where stimulation used to be between legs and reported soreness. This was still present today during call. Patient was redirected to follow up with healthcare provider (hcp) for the following reasons to check ins/impedances, discuss programming and office availability. The patient stated hcp follow up appointment was set for sometimes after (B)(6) as patient planned to be traveling. The patient issues were mostly' since implant' or related to programming changes. No further complications were reported/anticipated.